Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
We checked the returned unit and confirmed that the angulation-right stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation-right. In addition, we confirmed that the light guide cable buckled, the remote control button(1) cut, the angulation-right angulation excess wire play, and the angulation-up angulation excess wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.